Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a power error and detected alarm. The customer reported no adverse event. The event involved product(s) mmt-1805. Troubleshooting was performed and customer was able to clear alarm and complete rewind but troubleshooting did not resolve issue. No harm requiring medical intervention was reported. Mmt-1805 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the self test and active current measurement. However, the pump had a high sleep current measurement. The pump was monitored for several hours with a new test aa 1.5v battery to enable the pump to charge.a battery simulator was used and continued testing. Still, the pump had a high sleep current measurement.successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. There was no pump error 25 alarm recorded in the formatted history file. In further review of the formatted history file 1 week prior to the event date of 22-jul-2024, these pump error(s)/alarm(s) were noted: insert battery alarm was found on: 07/20/2024 23:32:27.000 to 07/20/2024 23:56:10.000. 07/21/2024 00:02:10.000 to 07/21/2024 00:51:40.000. Low battery alert was found on:. 07/20/2024 12:13:00.000. 07/20/2024 23:16:00.000. Replace battery alert was found on: 07/20/2024 21:44:00.000. 07/20/2024 21:54:00.000. 07/20/2024 23:18:00.000. Replace battery now alarm was found on: 07/20/2024 22:15:00.000 to 07/20/2024 23:56:19.000. 07/21/2024 00:02:19.000 to 07/21/2024 00:52:00.000. Pump error 23 alarm was found on: 07/20/2024 22:26:04.000, 07/20/2024 22:36:00.000. 07/21/2024 00:38:50.000 to 07/21/2024 01:03:03.000. Power loss alarm was found on: 07/21/2024 00:40:34.000 to 07/21/2024 01:03:22.000. Failed battery alert/battery failed alarm was found on: 07/20/2024 23:32:27.000 to 07/20/2024 23:56:19.000. 07/21/2024 00:02:10.000 to 07/21/2024 01:01:00.000. Pump error 68 alarm was found on: 07/21/2024 00:28:04.000 to 07/21/2024 00:39:41.000. Pump error 49 alarm was found on: 07/21/2024 00:28:04.000 to 07/21/2024 00:28:04.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert/replace battery now alarm, failed battery alert/battery failed alarm, pump error 68 alarm, pump error 49 alarm and pump error 23 alarm/power loss alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery.the pump was cut open to perform visual inspection and found corrosion on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. The original pcba 1 was disconnected/reconnected with the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and no high sleep current measurement noted. An intermittent high sleep current measurement was confirmed due to corrosion on the pcba 1 and pcba 2.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing except sleep current measurement. Customer alleged for pump error 25 alarm was not confirmed. However, an intermittent high sleep current measurement was confirmed due to corrosion on the pcba 1 and pcba 2. During visual inspection, corrosion was found on the force sensor, motor and vibrator assembly noted. Corrosion was also found on the battery tube assembly noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.